Event description:
It was reported that when sterile water was injected during the pre-test, water leaked from the foley catheter. The catheter may be perforated.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (3) photo samples. First photo sample shows top view of catheter with syringe. Second photo sample zooms in on end of catheter with a tear on the shaft. Third photo sample shows inflation valve cap. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with syringe. Visual inspection noted a break in the catheter shaft measuring (0.1580"). No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: bard® silver lubri-sil® foley tray contents temperature sensing catheter temperature sensing, complete care® type < with bard® hydrogel and bacti-guard®* silver alloy coating > water-soluble lubricant closed drainage bag (complete care® type) syringe prefilled with sterile water bardr10% povidone-iodine solution tweezers cotton balls sheet gauze pads gloves temperature sensing latex free correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when sterile water was injected during the pre-test, water leaked from the foley catheter. The catheter may be perforated.